Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of an unspecified error message on coaguchek xs meter with serial number (B)(4). The customer inserted new batteries but the meter would not turn on. The customer was advised on the correct battery orientation and the meter turned on. The customer then tested on the meter and discrepant inr results were received. The customer tested at 12:01 p.m. And got a result of 6.9 inr. The customer tested again at 12:03 p.m. And got a result of 5.6 inr. The customer tested again at 12:04 p.m. And got a result of 3.8 inr. The customer stuck her finger and applied blood for the first test, she wiped away the blood and got a 2nd drop from the same finger stick and dosed the 2nd strip for the 2nd result, the customer then wiped away the blood and got a 3rd drop from the same finger stick and dosed the 3rd strip for the 3rd result. The customer doesn't think any of the results are correct and has not reported them to her doctor. No changes have been made to the customer's warfarin dose. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The customer's hip hurts. The customer is not taking heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer is on pain medicine. The customer has not had any changes in diet or been ill recently. The customer is not experiencing any bleeding and bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr; donor 2 inr: 2.4 inr. Donor 1 hct: 54%; donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.7 inr; customer meter with customer strips: 2.7 inr. Donor 2: retention meter with master lot strips: 2.4 inr ; customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. The customer states that she used the same finger stick for all 3 results. Product labeling advises to never perform another test using the same finger stick. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause for this event.